Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and observed the loss of power issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported that prior to performing a required technical service update to the device, the device would not power on. The observed power issue was unrelated to the update required for the device. Without being able to power on, the device could not be used to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The reed switch was further evaluated in the failure analysis center and it was observed that the reed switch was electrically shorted.